Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had a cracked display window, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a button error alarm on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer stated that the first time the alarm was received, they could clear it, but now they are unable to clear the alarm. Customer was advised that the pump will need to be replaced. Customer does not want to return her pump to medtronic. Customer had a new health care professional that is not on file. No additional information provided.